Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent pacing impedance values greater than 3000 ohms over the past year. Patient was seen in clinic and isometrics testing was performed. During testing, there was no noise or out of range impedances found. Technical services (ts) analyzed device data and recommended further monitoring. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent pacing impedance values greater than 3000 ohms over the past year. Patient was seen in clinic and isometrics testing was performed. During testing, there was no noise or out of range impedances found. Technical services (ts) analyzed device data and recommended further monitoring. No adverse patient effects were reported. This lead remains in service.